Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04403. It was reported the patient had received notice to have the charging system replaced. The patient reported she had experienced pocket heating while recharging and the physician had explanted the scs system in (B)(6) of 2011.